Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side breast swelling, pain, rupture, lymphatic symptoms, and ¿concerns with bia-alcl.¿ there has been no testing or diagnosis of alcl, patient is only concerned about it. Device remains implanted.

Event description:
Device has been explanted.